Manufacturer narrative:
B1/b2 product problem was added as it was omitted from the initial report that was submitted. D4 serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. Related report number was added. H11 the impella device was received from the customer and an investigation regarding the returned device has been completed. Investigation summary - hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow could not be determined as no logs from field run were returned for analysis and returned product functioned as intended during analysis.

Event description:
A 32 year old female presented with an acute myocardial infarction and cardiogenic shock, with pre support clinical status consistent with scai shock stage d. Upon initiation in auto mode, the controller generated an unexpected shutdown alarm accompanied by repeated suction alarms and a low-flow state. Despite confirmation of appropriate positioning and adequate volume status, the pump continued to exhibit little to no flow. Due to these persisting alarms and inability to achieve effective support, the implanting physician elected to remove the device at 16:29. The device was removed due to the failure mode. The event involved an unexpected system shutdown with suction and low-flow alarms despite proper positioning, leading to early device removal. Root cause remains undetermined based on available information, and product return is pending to support further evaluation. The patient survived the explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.